Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147258.

Event description:
Voluntary medwatch received states that patient's atrial lead exhibited low, pout of range pacing impedance. No intervention was done. There were no patient consequences.